Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-33, lot# v061993, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported the patient¿s device showed an end of service (eos)/ end of life (eol) message. It was reported that the manufacturer representative is meeting with the patient on the day of report. It was noted that patient has had three prior over-discharges and each time it has displayed an eos message. It was reported the patient¿s device reached its third over-discharge. It was noted that a physician mode reset (pmr) did not reset the device. It was reported that the patient will decide at a later date if they would like to replace their implantable neurostimulator due to traveling for four months. It was reported the patient has less than 50% therapy relief in their legs.